Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient hadn't used the stimulator in 5 years and was at end of service. The patient's pain had returned so she wanted it replaced. When the new implant was connected to the old leads impedance testing found that 2 contacts were good, 4 were high but functional and 2 were out on the first lead. On the second lead all but one contact was out. It was unknown if any external or patient factors contributed to the issue. The leads were taken out and wiped down multiple times with the same results. The leads were connect to the new implant and the skin was closed and the issue was not resolved at the time of the report. Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. The patient was seed for post op and reprogrammed. The patient was going to be seen 29-sep to determine if the programming was good or if a lead revision was needed. Additional information from the rep indicated that the impedance issues have not been resolved. They stated that surgery has been planned but no date for revision has been scheduled.